Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the biomedical engineer found the two knobs hard to turn. The caller had peeled off the knobs and put them back on and the issue was resolved. The knobs got pressed on very hard. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.